Event description:
Sorin group (B)(4) received a report that the s5 mas roller pump displayed an error and stopped during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error and stopped during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative did not reproduce the issue, but did find that the pump required routine maintenance. Preventative maintenance was performed and no further issues have been reported. The described issue can be caused by setting the pump occlusion too high, but it could not be confirmed if this was the root cause of the issue. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. No trend has been identified for this type of issue. Sorin group (B)(4) will monitor the market for trends. Evaluated on site by sorin service rep.

Manufacturer narrative:
.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error and stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.